Event description:
Baxter brazil reported a "dialyzer with arterial headstock cracked in 30% of the area where it's glued to the dialyzer body." Per baxter brazil, found prior to use and no pt injury associated with this report.